Event description:
The customer reported that about two years ago, a pt was burned on the top of foot while undergoing a femoral artery procedure. The tissue had to be excised. A surgical tray was resting on top of the pt's foot and the surgeon believes the injury was due to the tray resting on the foot.